Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to reset alarm and check setting alarm on the insulin pump. The customer's blood glucose level was 178 mg/dl. The troubleshooting was performed. The customer was advised the reset and check settings alarm will occur when the insulin pump is stored with a depleted battery or without a battery for an extended period of time, and with in 5 hours of inserting a battery in a new or replacement insulin pump.